Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2023. Block d6b: explant date: (B)(6) 2023.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted device was not returned. No further information could be obtained despite good faith efforts.